Event description:
It was reported by the customer that the latch on the lower bin cardiosave intra aortic balloon pump (iabp) was broken. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint, balloon pump latch on the lower bin is broken, that is a cosmetic damage, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723-2026-0000995 in your database.